Event description:
It was reported "a splotch on screen and it is growing in the far-right middle of the screen". There was no adverse impact to the customer¿s blood glucose level reported. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.